Event description:
On 08/13/2010, company rep reported the pt stated, he was admitted to the hosp with a blood glucose above 900 mg/dl. Company rep reported the pt stated his insulin infusion devices went wacky, stopped working and he didn't know it. Company rep stated the pt reported he has 2 insulin infusion devices that are broken and caused him to go into the hosp with blood glucose levels above 900 mg/dl. Company rep stated pt reported he has no clue what brand of insulin infusion devices his devices are. Pt had to go abruptly. Attempted to call back to f/u with pt; was unsuccessful. On call back to pt on (B)(6)2010, pt reported, he was unsure of which insulin infusion device he had and was unable to locate the device. Pt stated now was not a good time. Unable to troubleshoot insulin infusion device. Pt does not have any infusion devices on record and does not know which infusion device he uses and could not locate the device; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.